Event description:
It was reported that this pacemaker was found to be operating in safety mode and delivering pacing at a fixed rate of 70 beats per minute. The patient reported experiencing stimulation on the chest and arm, preventing proper sleep at night and causing a decline in immune system health; due to this, the patient was admitted to urgent care. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned for analysis.

Manufacturer narrative:
Correction to section g, all manufacturers, field g3, bsc aware date.

Event description:
It was reported that this pacemaker was found to be operating in safety mode and delivering pacing at a fixed rate of 70 beats per minute. The patient reported experiencing stimulation on the chest and arm, preventing proper sleep at night and causing a decline in immune system health; due to this, the patient was admitted to urgent care. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Correction to section g, all manufacturers, field g3, bsc aware date.

Event description:
It was reported that this pacemaker was found to be operating in safety mode and delivering pacing at a fixed rate of 70 beats per minute. The patient reported experiencing stimulation on the chest and arm, preventing proper sleep at night and causing a decline in immune system health; due to this, the patient was admitted to urgent care. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned for analysis.